Manufacturer narrative:
Upon receipt of the unit, visual and functional inspections were performed. Visual inspection revealed that 3.0cm off the proximal end, the delivery wire was kinked and the resistive heating coil section exhibited signs of multiple detachment attempts. It was also observed that the resheathing tool was advanced over the proximal end of the green introducer sheath. Conclusion: the device positioning unit (dpu) passed electrical testing. The most likely root cause of the non-detachment followed by an unintended detachment inside the microcatheter was due to the detachment fiber melting above the detachment zone. The coil was temporarily captured by the melting detachment fiber before being released during removal. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: despite numerous attempts, the coil failed to detach. During retrieval, unintended detachment occurred in the microcatheter. The tail was eventually pushed back into the aneurysm successfully without any clinical sequelae to the pt.